Event description:
The account alleged the bed will not send a nurse call. No patient impact.

Manufacturer narrative:
The account found the nurse call option was disabled. The account enabled the nurse call function to resolve the issue.